Manufacturer narrative:
Additional information: d10, g4, h3, h6. H3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the retuned product noted that there were no abnormalities that would have caused or contributed to the reported condition. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection, the surgeon was unable to squeeze the handle; hence, the device did not fire. Another reload with the same handle was used to complete the case. There was no patient injury.